Event description:
Guiding catheter placed into pt as means of introducing angioplasty catheter. First guiding catheter snapped into 2 pieces while in pt, both pieces were held together by wire and removed completely. The next 3 attempts resulted in 1 more catheter being snapped into 2 pieces and 2 lost their curve at the distal end which made it impossible to insert angioplasty catheter into coronary artery. All catheters were removed intact from pt. Pt didn't suffer adverse consequences although the angioplasty took longer than anticipated.